Event description:
The customer contact reported the device delivered less than intended. The pump was returned to the nurse manager with an unsigned note that stated, "running slow." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.